Event description:
It was reported that a patient received an under delivery of tpn that resulted in hospitalization. Both the pump's event lot and reservoir volume screen indicated that a normal delivery cycle occurred. Instead of delivering the 790ml's over 20-hours at a plateau rate of 41.5 ml/hr & 1-hour taperup/taperdown periods, it is alleged that the pump delivered approximately 40-50cc's during the entire 18-hour tpn delivery cycle. No alarms or alerts were reported.

Manufacturer narrative:
Evaluation summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to pass all accuracy tests. Evaluation of the pump found the device to meet r exceed all current manufacturer's specifications for performance and safety.